Manufacturer narrative:
510 (k) k130596. Mfg site eval: eval on-going at mfg site.

Event description:
Open hysterectomy. Two cases (back to back) on (B)(6) 2014. Surgeon reported same issue occurred in each case. Device was not sealing; re-grasp alarm. Unable to seal. Dr asked to clean the device; it was clean and dry. Device still alarmed. In each case, dr opened another device which then functioned as intended. Surgeries were completed as expected. Each case experience an approximate five minute surgical delay to retrieve another device. No pt injuries. Second reported under medwatch # 2916714-2014-00812.